Manufacturer narrative:
This report is for an unknown synthecel implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a few days after a synthecel implant was implanted, the surgeon had to re-operate on a patient because of a hematoma and hematoma was removed. The hematoma was independent of the dural graft. Synthecel was not removed. There was no adhesion of the synthecel at that time. It was not a planned surgery. This report is for an unknown synthecel implant. This is report 1 of 1 for (B)(4).